Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery right superior lobectomy, when on the right upper lobe of the lung, the staples burst out when the interlobar fissure and vein were removed. There was poor staple formation and the suture was not smooth. The staple line was incomplete proximal that was fixed by firing again with a new unsealed staple. The surgeon removed cracked parts and staples with a cavity mirror. There was no patient injury.